Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient discovered a missing minicap. The patient stated that upon opening the overpouch, the minicap was missing. There was no damage to the over pouch or shipping container that the minicap was received in. There was no patient injury or medical intervention associated with this event. No additional information is available. This is report one of two.

Manufacturer narrative:
(B)(4). The device was manufactured between the dates of 06/05/2015-06/10/2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.